Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing at this time. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the cts provided a tachy alarm as configured however, after a brief interval of no telemetry, the tachy alarm did not reoccur as the users expected. There was no related patient consequence.

Manufacturer narrative:
The UDI was not available because the device identification number was not known. The date of manufacture is not available because the device identification number (serial number) was not provided. Investigation findings: it was reported to ge healthcare (gehc) that on (B)(6) 2019, the carescape telemetry server (cts) stopped broadcasting a tachy alarm that had been asserted at medium-level after a 2-second no telem condition even though the patient was still in a tachy condition. There was no related adverse patient consequence. Gehc investigated the issue by reviewing the cts log files and attempting to reproduce the issue in the testing lab with a similar device. Engineering found that ECG arrhythmia alarms configured to medium (warning) or lower-priority may not re-activate after a no telem condition due to an idiosyncrasy in the telemetry server arrhythmia alarm processing software. If a new alarm condition occurs, the appropriate alarm is asserted. Gehc is initiating a field safety recall to address this issue in the affected devices. The correction report number is 2126677-091219-016-c.